Event description:
It was reported to boston scientific corporation that a hydrajagwire was used during a removal of the bile duct stone procedure performed on (B)(6), 2009 (the patient is over 18 years of age however the patient's exact age at the time of the procedure is unknown. The patient's gender and weight are also unknown). According to the complainant, the physician was attempting to replace the catheter through rx exchange and faced some resistance and then noted that the coating peeled on the hydrajagwire. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good and was discharged from the hospital with no issues.

Manufacturer narrative:
A visual evaluation revealed that the polytetrafluoro ethylene (ptfe) was deformed/bunched, melted and split exposing the core wire. In addition, the ptfe was skived at 144 and 182 cm from the flare dream end. The undamaged sections met outer diameter specifications. The device exhibits visual evidence that the wire coating was damaged by a sharp edge/instrument. The directions for use (dfu) advises to "dip either the 5 cm or 10 cm tip (the non-striped dark portion) in sterile water to activate the hydrophilic coating. This will make the coating lubricious for selective cannulation." Furthermore, the dfu cautions, "do not use with metal-tip catheters. Withdrawing the guidewire through a metal tip catheter may damage the surface of the guidewire". In this event, the previously damaged teflon may have melted and split when the current heat increased at the site of damaged insulation. The dfu cautions "do not use a guidewire (or sphincterotome) that has been cut, burned or damaged. Leakage current to the patient or user may increase at the site of damaged insulation". As a result of this investigation, this event has been assigned the most probable root cause of caused by other device. (B)(4).

Event description:
It was reported to boston scientific corporation that a hydrajagwire was used during a removal of the bile duct stone procedure performed on (B)(6), 2009 (the pt is over 18 years of age, however, the pt's exact age at the time of the procedure is unk). According to the complainant, the physician was attempting to replace the catheter through rx exchange and faced some resistance and then noted that the coating peeled on the hydrajagwire. The procedure was completed with another of the same device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good and was discharged from the hospital with no issues.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. These codes were selected by the manufacturer based upon info obtained from the user facility. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).